Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 4 devices: product disposition is not yet determined additional information 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: fracture. - 4 events had no health consequences or impact.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99405. Supplemental rationale. Corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status: 4 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 4 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition. 4 devices: product not received.